Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis (right) experienced and an unknown mentor saline prosthesis (left) experienced bilateral baker grade iii capsular contracture with associated pain and right sided deflation post procedure. As a result, the right prosthesis was replaced with an unspecified implant on (B)(6) 2021. See 1645337-2022-02072 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis (right) experienced and an unknown mentor saline prosthesis (left) experienced bilateral baker grade iii capsular contracture with associated pain and right sided deflation post procedure. As a result, the right prosthesis was replaced with an unspecified implant on (B)(6) 2021. See 1645337-2022-02072 for contralateral prosthesis report.